Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater cooler would not cool. As a result, alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.